Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after twelve days, CT demonstrated single prong of the ivc filter enters the right renal vein. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the medical records, the filter was deployed with filter hook at the renal veins, therefore, it is possible that prong of the ivc filter would enters the right renal vein. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for unable to be anticoagulated. At some time, post filter deployment, it was alleged that the filter perforated into right renal vein . The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain and shortness of breath; however, the current status of the patient is unknown.